Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device did not cut. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00136 and medwatch 2210968-2013-00138. The same patient is represented in each medwatch.